Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia, including overnight events, while using the ilet system; an hcp questioned whether algorithmic adaptation was functioning appropriately and noted a display anomaly where a usual dinner announcement appeared layered with a subsequent less-than-dinner announcement and concurrent correction activity. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included a review of available use data and logs for confirmation of dosing chronology and controller activity. Investigation of this case revealed no device malfunction confirmed, with events consistent with insulin effect from correction dosing and report display layering within the same time step. It was concluded that the cause of hypoglycemia was unclear and that device functionality appeared appropriate based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.